Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that there was a crack in the battery compartment. It was noted that there was no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/17/2013 with the following findings: a visual inspection of the pump revealed a cracked battery compartment. Unrelated to the complaint, the display screen was dim and discolored.